Event description:
The customer called to report high blood glucose of 435 mg/dl. The customer did not correct the high blood glucose and stated that they feel ok. The customer was feeling tired, thirsty, and hungry. Troubleshooting was performed and the insulin pump passed all of the functional tests except the high pressure test, which failed twice and cause a motor error alarm. The drive support cap was recessed. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement and basic occlusion tests, no motor error alarms were noted. However, the device did alarm compromised forces sensor system during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The following cosmetic damage was noted: minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.